Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted (B)(6) 2016.

Event description:
It was reported that during a device change out the right ventricular (rv) lead exhibited elevated and varying high voltage impedances. The pocket was reopened, the lead was reseated and the impedance issues remained. Artifacts were also present on the electrocardiogram. It was determined that the lead had fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.